Event description:
Hamilton medical ag received the following event description: it was reported that the exhalation valve exhibited a malfunction and did not read exhaled tidal volumes. Per review of the logfiles, it could be seen that the device alarmed with "exhalation obstructed". No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). At the time of report creation, the model number, catalog number, lot number, and serial number were not provided; therefore, the primary unique device identification (UDI) number could not be completed. Investigation ongoing.